Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's plastic tip was broken. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube adapter. The broken pieces, measuring approximately 3.17mm x 1.63mm and 2.78mm x 1.62mm in sizes, were not returned with the instrument. Additionally, the instrument was found to have abrasions on the tube adapter. The complaint was confirmed by failure analysis.